Manufacturer narrative:
This report is being filed under exemption (B)(4) by arjohuntleigh (registration #(B)(4)) on behalf of the MFR bhm medical, inc (registration #(B)(4)). Add'l info will be provided following the conclusion of the MFR's investigation.

Event description:
During a pt transfer to a wheelchair, the upper left sling clip came off and the pt slipped out of the sling that was attached to the maximove lift and fell to the floor. The caregiver supported the pt's head to prevent injury. The pt was sent to ER for eval and no injuries were reported.